Event description:
A patient had a mayfield skull clamp (a1059) applied for an unspecified procedure. The neuro coordinator stated that the surgeon told her that he pushed in the 80 lb torque screw and lessened one level. He put it in again and during the case, it moved, or did the same thing, lessened in tightness a level. The patient incurred a laceration.

Manufacturer narrative:
To date, the device involved in the reported incident has not received for evaluation. An investigation has been initiated based upon the reported information.